Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d191104-1). The meter was shipped to pdc on 09/14/2017. Strips were manufactured on 11/04/2019 and will expire in 11/2021. Because the suspected bgms was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Besides, desiccants of retained strips (lot#: d191104-1) from okb's warehouse were still functional. Retained strips were used to re-test with retained meter (serial#: (B)(4)) and control solution (level low: batch# 9ah1a02, exp. By 02-2022; level high: batch# 0ah3a17, exp. By 12- 2022), and results (level low: 64/56; level high: 284/287) met the acceptance criteria (level low: 30~80 ; level high: 220~330). The root cause of the complaint was unable to be verified without the suspected bgms and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 7:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and she received a result of 484mg/dl. A normal result for the end-user for that time of day is usually around 104-200mg/dl. The end-user has a sliding scale for humalog that is as follows: 150-174mg/dl 1 unit 175-199mg/dl 2 units 200-224mg/dl 3 units 225-249mg/dl 4 units 250-274mg/dl 5 units 275-299mg/dl 6 units 300-324mg/dl 7 units over 325mg/dl 8 units. Caller stated that they did not test with the prodigy meter again and called paramedics about 5 minutes after testing. No food drink or medication was consumed by the end-user while waiting for paramedics to arrive. Caller stated that the end-user was feeling dizzy and nauseous. Caller stated that the paramedics arrived in about 5 minutes. Paramedics tested the end-users blood glucose with their meter and received a result of 331mg/dl. Caller could not recall what treatment the paramedics gave the end-user. Paramedics transported the end-user to (B)(6) hospital ada located at (B)(6). Caller could not recall what treatment the end-user received nor what her blood glucose was upon arrival, and the end-user was still in hospital at the time of the call. No additional information was provided.